Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was over 600 mg/dl. She treated with a bolus from the insulin pump. Troubleshooting was performed with the customer's insulin pump. Insulin exited the tubing during a manual prime. Upon checking the alarm history, the customer had received no delivery alarms. Customer stated she received the no delivery alarms and did not change the site or reservoir and that was when her blood glucose began to rise. She was advised that the no delivery would be a cause for high blood glucose. Upon removal of the infusion set from the body, the cannula was not bent nor occluded. Customer was able to change the site and reservoir with success. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.